Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the u-blade failed to enter the blade insertion groove on the lug when inserting the u-lag screw. Upon removal, the u-blade was found to be bent. The procedure was completed successfully using a different screw."